Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Other devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016, the physician identified the right iliac limb was in a tortuous common iliac and was partially occluding the lumen. The physician also found there was claudication due to stenosis. On (B)(6) 2017, the physician elected to implant a non-endologix extension to resolve the issue.